Event description:
It was reported that a spectrum pump had a malfunctioning keypad. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for eval. Therefore, an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found within specification in relation to the reported symptom, which was not reproduced. Evaluation could not reproduce or confirm the reported symptom. Evaluation was able to navigate through the pump using both soft keys and hard keys without delay this MDR was initially reported due to the absence of information. Upon evaluation of this device, it was determined that the related malfunction is unlikely to cause a substantial risk to the patient and is determined to not be a reportable event. Manufacturer report number 1314492-2015-07159 can be removed from the FDA database.